Event description:
It was reported that the asymptomatic patient presented with auto mode switch episodes due to atrial lead noise. The noise was not reproducible. No intervention was performed. Patient will continue to be monitored.